Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 31-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 16.984 mg/day) and bupivacaine (40 mg/ml at 33.968 mg/day) via an implantable infusion pump. It was reported that during a routine pump replacement surgery, upon opening the pocket pus like fluid was noted. Once the pump was completely exposed it was noted that the catheter was not connected. It was reported that the patient was on a high dose of medication which could possibly be related to the catheter not being connected to the pump. No environmental/external/patient factors were reported that may have led or contributed to the issue. The pump was removed and the patient was being monitored for pain. It was reported that the issue was resolved and the patient was alive with no injury. The device was discarded and would not be returned for analysis. No further complications have been reported as a result of this event.